Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report a pump error 130 alarm. The customer's blood glucose reading was unknown. The customer performed a displacement test and it passed, and then the customer performed a self-test and it failed and alarmed pump error 63. The customer's device was replaced and will be returned.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin pump error noted during testing. Device passed self-test. Format history file analysis confirmed hardware low levels alarm and motor communication error alarm due to poor solder joints at u1 ambient light sensor on keypad assembly. Device received with scratched case, fading serial number and cracked keypad overlay at select button.